Manufacturer narrative:
A partial lead with the middle segment measuring 42.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported by the patients spouse that the patient presented in the emergency room after passing out. The lead was capped. The patient had repeatedly passed out for six to seven months before hearing about the lead recall and going to the hospital. The spouse also reported that prior to this event, the patient was 40 percent pacemaker dependent, and is now 100 percent dependent. It was later reported that the lead was functioning normally and there were no anomalies seen on fluoroscopy.